Event description:
Four days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred in 2005 the pt presented to the cath lab. The lesion being treated was severely calcified, 100% stenotic lesion in a severely tortuous distal right coronary artery (rca) and into the poster lateral ventiricular (plv) branch. The lesion was predilated with a 2.0 x 15 mm maverick balloon. After predilation the physician attempted to cross the lesion with a 2.5 x 18 mm cypher stent, however, was unsuccessful. The physician further dilated the lesion with a 2.5 x 15 mm maverick balloon and a taxus express2 2.50 x 20 mm drug eluting stent was successfuly deployed at 16 atms. The physician then dilated the stent balloon to 18 atms. In addition, a taxus express 2 3.0 x 24 mm drug eluting stent was successfully deployed in the proximal rca. It is noted the pt was on integrelin and heparin. The pt was discharge with a regimen of plavix and aspirin. Four dals later the pt returned to the ccl with chest pain. An angiogram was performed and revealed a thrombosis in the taxus express2 2.50 x 20 mm drug eluting stent. The taxus stent was ballooned (unknown balloon) and a dissection occurred. The physician repaired the dissection with another taxus drug eluting stent. It is noted that the physician does not believe the thrombosis is related to the taxus stent. The physician does not believe the thrombosis is related to the taxus stent. The physician does believe the thrombosis is related to the morphology of the lesion. No further pt injuries or complications were reported. Pt status is reported as "fine".